Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. No trauma is reported. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Hearing performance with the device is affected. No report of trauma has been received. Re-implantation is considered however no date has been made available.

Manufacturer narrative:
Additional information: according to the new information received from the field the recipient was re-implanted. However, the device has not been received for investigating yet. The previously reported results namely, damage to the active electrode as might be caused by an external mechanical impact appears likely, do still apply. If the device is received in the future, the case will be re-opened and the device investigated.

Event description:
Hearing performance with the device was affected. No report of trauma was received. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device was affected. No report of trauma was received. The recipient has been re-implanted on (B)(6) 2019.